Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 146 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. It was also stated that the insulin pump had keypad anomaly, buttons are stick and hard to press. Drive support cap appears normal. Customer not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.